Event description:
During verification testing at the service center, the device touchscreen did not respond when pressed.

Manufacturer narrative:
During testing the device touchscreen did not respond and did not sound an audible tone when pressed. This was found to be due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.